Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed I/o card. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a low flow rate. Per follow up information received via email on 13feb2024, it was reported that the device would be repaired at crs depot. No patient involvement. Per sample evaluation results on 11mar2024, it was reported that they replaced io-circuit board and final evaluation passed. Calibration failed for error 80 (water check time out - unable to reach calibration temperature).

Event description:
It was reported that the arctic sun device had a low flow rate. Per follow up information received via email on 13feb2024,it was reported that the device would be repaired at crs depot. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.